Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, the foreign material most likely remained in the device because reprocessing could not be conducted properly. This is likely due to leakage from the biopsy channel. However, the root cause of the events could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found air/water tube and jet tube have foreign material, leakage was found in biopsy channel, and distal end insulation test failed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced case sealing problem. It was unknown then the issue was found. The device was returned for evaluation. During the device evaluation, the white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.